Event description:
It was reported that the patient experienced a shocking or jolting sensation and never had therapeutic effect. The ins exhibited problems with use of 0 electrode that occurred when pressing on ins. Impedances were taken at implant at 3.0v with no issues. One month later, the ins was turned on and impedance measurements were taken with questionable results on the 0 contact - c/0 6,309 ohms; 0/1 6,767 ohms 0/2 7,639 ohms; 0/3 7,793 ohms. Therapy had initially been set at c+/0-, however, the patient experienced no side effects or therapy response up to 10.0v. The patient was reprogrammed to c+/3- where therapy was less than ideally effective but produced some result. It was noted that the patient reported no falls. The hcp stated that they would "have to go back in, which is not good." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v969850, implanted: 2012 (B)(6), explanted: na; extension: model 37085-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer: model 37642, serial# (B)(4).